Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. It was reported that the pump had intermittent power and the battery compartment was cracked. There was moisture visible in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up # 1: device evaluation: the pump has been returned and evaluated by product analysis on 09/08/2017 with the following findings: during a visual inspection of the pump, the battery compartment was observed to be cracked at threads on the side and below the grip pad. There was no damage to the returned battery cap. The returned battery cap secured properly to the pump. Moisture corrosion was observed in the battery canister; a leak test revealed a battery compartment leak. The battery cap was fastened and then unscrewed ½ turn with no reboots occurring. The pump ez-prime steps were performed correctly with no power interruption occurring during testing. The pump case was removed and no moisture damage was found on the printed circuit board. The complaint of a power issue was not duplicated during investigation, however, the damage and moisture were confirmed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).